Event description:
After device was powered on, a pump problem alarm was generated. Logs were pulled on device and reviewed revealing a valve 2 actuation error was generated in the log. Device was opened and reverted back to manufacturing mode for testing. To test the actuation of the valve in question, the device valve was manually actuated using the flowconn putty command. Valve actuated open and closed without any failures. Device then ran through functional test 2, recharge test and basic hardware test. Functional test was ran several times and each time a failure was generated during the basic hardware test which concluded that the pressure sensor board was at fault and will need replaced.

Event description:
Customer reports the following: "biomed reported pump alarm, "needs service". No patient harm. Waiting for biomed to power on pump to download logs. Logs attached on 27-jul-2023". Preliminary review indicates that there was an ipc leak, delaying an active infusion. This is being reported due to the referenced technical issue; no adverse effects reported. More information is needed to complete the investigation.